Event description:
During an anterior lumbar interbody fusion procedure, level l4-5, surgeon was inserting the implant and the tip of the implant holder broke off into the implant. The broken fragment was not retrieved and remains in the implant of the pt. Procedure was completed with no further problems.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. A device history records review has been requested.